Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an open battery fuse. The root cause for the blown fuse could not be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an open battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the defective battery packs. The patient received replacement batteries. Battery sn (B)(4), device manufacture date: 05/2011. Battery sn (B)(4), device manufacture date: 01/2012.

Event description:
A (B)(6) male patient called zoll customer support to report that his batteries would not power up the monitor. The patient was issued two replacement batteries.